Manufacturer narrative:
Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. The most common etiologies for hypotension are dehydration, moderate to severe bleeding, severe organ inflammation, underlying heart disease, pulmonary embolism, abnormal heart rhythms, and certain medications. These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. In this case the root cause of the reported cardiovascular collapse of the patient during the tavr procedure cannot be confirmed; however, per report the physicians felt that the events were caused by the patient's baseline low ejection fraction (25%), in combination with the blood pressure not fully recovering after the initial pacing run, followed by additional long pacing runs. It appears that a combination of patient factors (i.e. Low ef) and procedural factors (i.e. Anesthesia, medications, rapid ventricular pacing) may have caused or contributed to the event. Furthermore, there was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
Per the edwards lifesciences clinical specialist (cs) report, during a transapical approach tavr procedure the patient became hemodynamically unstable after bav with the ascendra balloon catheter. Case summary: after the first pacing run at 180 bpm the patient's blood pressure did not drop below 50 mmhg, so the pacing was stopped and the rate was adjusted. The patient was then paced at 160 bpm, and the bav was performed with the edwards balloon. The patient's blood pressure dropped to 60/40 mmhg, there was no pulse and CPR was initiated. Vasopressor and inotropes were given and circulated with CPR. The patient recovered and pressure came up to systolic of 130 mmhg. The sapien valve was inserted and the blood pressure immediately dropped to 50's systolic. The valve was deployed without pacing due to no pressure or cardiac output. The delivery system was then retracted into sheath and CPR and cpb were initiated to stabilize the patient. The echocardiogram revealed 70:30 aortic valve positioning with trace paravalvular leak (pvl) and no central aortic insufficiency (cai). After about 40 minutes on cpb the patient was weaned off and an iabp was placed. The patient was taken to ICU intubated and hemodynamically stable with the iabp on. Within 24 hours patient extubated, alert, awake and oriented. Two days later the iabp was removed and the patient was doing well. As discussed by the cs with the implanting physicians: the events may have been related to the patient's baseline low ejection fraction (25-30%), in combination with the blood pressure not fully recovering after the initial pacing run, followed by additional long pacing runs.